Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified a post in which a user facility reported their 3085sp surgical table had a battery which was not functioning properly and the table was unlocking during patient procedures. Steris personnel responded to the social media post offering support and including steris's contact information, however no response has been received. Based on the information provided in the anonymous post, this event appears to meet our reporting criteria for medical devices. A follow up MDR will be submitted if additional information becomes available.

Event description:
The complainant reported that their 3085 sp surgical table was not operating properly.